Event description:
It was reported that the pump battery could not be charged and the pump shutdown due to battery depletion. There was no reported impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.